Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated that she was wearing the insulin pump in her bra. Blood glucose level was 150 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during test. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.